Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the implant appeared successful. After a few minutes, hemodynamics became worse. It was noticed that the valve moved into the ventricle. Snaring the valve was attempted. The valve's ultimate location was the ascending aorta. A second valve was then implanted successfully. No additional adverse patient effects were reported.